Event description:
It was reported to boston scientific corporation that a resolution clip was used in the duodenal papilla during an endoscopic submucosal dissection (esd) resectionile performed on (B)(6) 2021. During the procedure, the wound was closed as closely as possible. However, when attempting to deploy, the clip could not be deployed. The device was replaced, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on september 03, 2021. It was reported that the procedure performed was an esophagogastroduodenoscopy (egd). Additionally, it was also noted that the clip was able to grasp onto the but "failed to provide".

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip could not be deployed during the procedure. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. It was also noted that the outer sheath without was not returned. Microscope examination was performed, and it was noted that there were no failures were found on the device. Dimensional analysis was performed on the bushing outer diameter, and it was observed to be within specification. A dimensional analysis was performed between the hooks of the bushing, and both sides were found to be out of specification. Further dimensional examination was performed on the bushing tabs and the both sides of the locking tabs had similar measurement. The reported event was not confirmed. The device returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Additional information: block b5 (describe event or problem).

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the duodenal papilla during an endoscopic submucosal dissection (esd) resectionile performed on (B)(6) 2021. During the procedure, the wound was closed as closely as possible. However, when attempting to deploy, the clip could not be deployed. The device was replaced, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.